Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a field rep in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt226 infant low flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u upon completion of the investigation.

Event description:
A healthcare facility in another country, reported via a fisher & paykel healthcare field rep that an rt226 infant breathing circuit failed leak test when connected to a ventilator. The infant breathing circuit was also found to be leaking at the y-piece area when immersed in water. This occurred prior to pt use. No pt consequence was reported.